Event description:
It was reported that a user with an ilet paired to a freestyle libre 3 plus experienced multiple sensor error alerts and, after replacing the sensor, encountered a pairing failure to the pump, which was resolved by rescanning the sensor and initiating the warmup period; the user¿s blood glucose at the time was 213 mg/dl. Customer care provided assistance that included technical troubleshooting and user education conducted remotely. Investigation of this case revealed that the device resumed expected operation after rescanning the replacement sensor and the system entered warmup as designed. No reported adverse clinical effects during the event. Outcomes included no functional impact. It was concluded that the event involved a temporary sensor communication or pairing issue that was mitigated through standard troubleshooting, with the device functioning as intended.